Event description:
It was reported that there was invalid data when the electrocardiogram (egm) was attempted to be viewed. It was further reported that the physician was able to obtain necessary information to treat the patient via other tools. The device remains in use. There were no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.